Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name - unknown, catalog number, lot number, expiration date - unknown, implant date - unknown, PMA/510(k) number - unknown, manufacture date - unknown.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date over 20 years ago. Subsequently, the patient was revised on (B)(6) 2014 due to a periprosthetic tumor in the proximal portion of the femur. One third of the femur was resected and the femoral stem, acetabular liner, and modular head were replaced with a biomet acetabular liner and competitor femoral components.